Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/05/2013 with the following findings: during testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. No damage was observed to the pump keypad cover; however, the keypad symbols were worn off. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, and stated the keypad buttons were hard to press. The reporter denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.